Event description:
It was reported patient presented remotely via merlin net. Remote transmission showed the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was performed. Patient had no consequences.